Event description:
The customer reported, the system will not complete boot up and is displaying an error code, and the left monitor flickers. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired cable connections to the 24v power supply and video cables. System operates as intended. (B) (4).